Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Failure analysis - the ends of the catheter were visually inspected; the ends of the catheter were jagged. The complaint is confirmed. Root cause- a root cause for the issue reported by the customer could be due to a sharp, pointed object coming into contact with the device or the catheter being pulled.

Event description:
A physician reported a certas valve (ID 828806) was implanted via ventriculoperitoneal (vp) shunt in (B)(6) 2021 with unknown setting. On (B)(6) 2023, an x-ray image confirmed a ruptured peritoneal catheter. All ruptured parts were recovered and there is no issue with the valve. Only the peritoneal catheter was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.